Event description:
During a radio frequency ablation with dr. , patient complains of sharp pain. Dr. Stated the probe was off, but patient developed a burn the size of a pea on the surface of the skin. Star rf electrode fixed lot # de231113003 exp. 2026-11-19. 18g/70mm/10mm, grounding pad lot 231026014 exp. 2026/09.